Event description:
Information received from a trial patient in advance evaluation. It was reported that patient was not voiding a lot in volumes and frequency, patient expected to go a lot more. She felt an uncomfortable pressure yesterday in the perennial area. Patient was advised to turn down amp if stim felt uncomfortable. A few days later, patient further reported that she felt like she was not emptying her bladder completely. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.